Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa measuring for amulet device sizing was done by 3d transesophageal echocardiogram (tee/toe). The laa depth was 32mm and laa orifice width was 26mm. During procedure, the left atrial pressure was 9mmhg and 250ml of fluids were given. The atrial rhythm recorded at start of procedure was atrial fibrillation (af) and the activated clotting levels were 314s. The amulet was successfully implanted. On 10 dec 2025, follow up tee showed deice mispositioned but unchanged from implant compared to prior tee. There was a large echogenic structure on the surface of the device. The patient restarted eliquis and will return for repeat tee. On (B)(6) 2026, the patient's international normalized ratio (inr) documented inr as 1.12.

Event description:
N/a.

Manufacturer narrative:
An event of device migration and thrombus on the surface of the device was reported after 11 months of amulet implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported device migration and thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention was result of medication administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.